Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was having issues with the sensor. Customer stated that she kept getting sensor error and lost sensor. Customer is currently using guardian pump with enlite sensor. Troubleshooting was performed. Transmitter identification programmed correctly. Alarms occurred after initialization. Advised about rf interference. Alarms were explained to the customer. Another sensor error alerted after troubleshooting. Customer was advised that she was using the device off label and could be the cause of the alarms. Informed to change out sensor. Blood glucose level was 162. No further information reported.